Manufacturer narrative:
Upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information indicating that a bpa did not occur and that the device went into backup mode due to normal end of life. The physician noted that the battery depletion was normal. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Further information was requested but not received. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was in stable condition.